Event description:
The patient underwent lead and generator explant as she no longer needed vns and she was in need of mris. The explanted products were received by the manufacturer for analysis. During product analysis (pa) for the lead, abrasions, fluid leaks, and wire fractures were observed in multiple locations. Scanning electron microscopy was used to see if the cause of the lead breaks could be determined. It was found that a couple of the lead breaks had evidence of being worn to the point of fracture. One break was found to be mechanically damaged, which prevented identification of the fracture type. No pitting was observed. Abrasions on the inner and outer silicone tubing were observed, along with dried remnants of what appeared to have once been body fluids. It should be noted that a large portion of the lead assembly, including the electrodes, was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. Additionally, a review of the in-house programming history database was performed. The database contained programming history from (B)(6) 2002 through (B)(6) 2007. No anomalies were noted during review of the information available within the programming history database.